Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery alert, and the patient is about to get magnetic resonance imaging. In addition, the battery displayed 15% 3 months ago but is unknown this time. Boston scientific technical services (ts) discussed the options and suggested having the battery status evaluated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in b5 event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted battery alert and patient is about to get a magnetic resonance imaging. Boston scientific technical services (ts) discussed about the options and suggested to have the battery status evaluated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in b5 event description.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery alert, and the patient is about to get magnetic resonance imaging. In addition, the battery displayed 15% 3 months ago but is unknown this time. Boston scientific technical services (ts) discussed the options and suggested having the battery status evaluated. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery alert, and the patient is about to get magnetic resonance imaging. In addition, the battery displayed 15% 3 months ago but is unknown this time. Boston scientific technical services (ts) discussed the options and suggested having the battery status evaluated. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in b5 event description. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.